Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 ventilator has error code message of data acquisition pcba adc failed, barometer calibration data error, and oxygen flow sensor calibration data error. Customer reported that the device was in clinical use at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
Problem statement: customer reported that the unit was being used during transport and occurred prior they returned to the room. Device evaluation: the manufacturer's field service engineer (fse) was dispatched to the hospital on august 16, 2016 and confirmed the reported problem. Patient/user involvement: there was no incident report created; therefore, customer could not provided patient's information other than knowing that the patient is an adult. Resolution and disposition: the fse replaced the retrofit data acquisition to motor controller cable and installed the motor controller bracket to address the finding.